Event description:
System separation (venous line disconnect from catheter.) Reported a ps from dsd on 9-23-99. "Dsd" indicates that 2 hrs into treatment, machine armed. Pct saw blood on floor and found that there was disconnect of the venous line from the tessio catheter pt reinfused with saline and transported to hospital. Pt released that day with no adverse effects, no transfusion required. Sample is available. Estimated blood loss 275cc hemoglobin dropped from 9 to 7.5. Sample is available.